Event description:
It was reported that: "on (B) (6) 2009 the surgeon took patient back to the or to remove total hip due to infection. Stem was very well fixed, doctor utilize mcrenyolds adapter along with flap hummer to extract the stem. The mcrenyolds adapter broke off the stem and the doctor utilized other means to extract the stem." This per is dedicated to report intraoperative event with instrument only. Based on this event per (B) (4) was raised to report infection.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR #9616680-2010-00095 that reported pt infection (per # (B) (4)).